Event description:
It was reported that the pump was needing the bio med password, left plunger case repaired, and there was plastic around screw. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent condition. Primary audible background test error found in pump event history log. During functional testing using the infusion and occlusion test, the reported issue of primary audible alarm background test was unable to be duplicated. The root cause was unable to be determined. Replaced speaker for preventive also replaced main board (stuck during the downloading the ehl process) performed occlusion test and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.